Manufacturer narrative:
Investigation is not completed. Additional information has been requested from the user facility and the surgeon. Attempts have been made to have the product return. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed. Event device code is addressed in the package insert. This is the same event as 1043534-2007-00084, 00085, and 3003379990-2007-00034.

Event description:
Allegedly, after approximately 3 years post-op, the patient's ceramic liner broke.